Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the cath lab manager and the rn from the cath lab called the clinical support specialist (css) to discuss a recent insertion; the patient has already left for transport to another facility for CABG (coronary artery bypass graft). On insertion, the intra-aortic balloon (iab) under fluoroscopy appeared to only inflate on the proximal 1/3 of the membrane. There were no alarms on the intra-aortic balloon pump (iabp). The pump was achieving the goals of therapy although there was reduced augmentation. They reported that the iab appeared for "10 minutes or so" to not fully inflate. The patient has already been transported. The css discussed at length with the cath lab manager and the rn the differences sometimes noted on fluoroscopy as well as the staging method the pump does to unwrap an iab. The css explained that this process will allow the pump to continue to pump as long as it sees a decrease in the bpp to unwrap an iab. If at any time this pressure does not drop and the pump is unable to deliver the gas, then a high pressure alarm would occur. The css discussed that strips of the bpw (balloon pressure waveform) and fluoroscopy films or x-rays would be helpful. The css also discussed that these strips would be most helpful while still on the pump prior to transfer to the competitor's pump. The iab was inserted via a sheath in the patient's femoral artery. The patient outcome is listed as patient transferred, stable at time of transfer. On (B)(6) 2015 the css attempted to reach out to the cath lab manager however, no additional information was received.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the balloon not fully inflating is not confirmed. The cause of the original complaint is undetermined.

Event description:
It was reported that the cath lab manager and the rn from the cath lab called the clinical support specialist (css) to discuss a recent insertion; the patient has already left for transport to another facility for CABG (coronary artery bypass graft). On insertion, the intra-aortic balloon (iab) under fluoroscopy appeared to only inflate on the proximal 1/3 of the membrane. There were no alarms on the intra-aortic balloon pump (iabp). The pump was achieving the goals of therapy although there was reduced augmentation. They reported that the iab appeared for "10 minutes or so" to not fully inflate. The patient has already been transported. The css discussed at length with the cath lab manager and the rn the differences sometimes noted on fluoroscopy as well as the staging method the pump does to unwrap an iab. The css explained that this process will allow the pump to continue to pump as long as it sees a decrease in the bpp to unwrap an iab. If at any time this pressure does not drop and the pump is unable to deliver the gas, then a high pressure alarm would occur. The css discussed that strips of the bpw (balloon pressure waveform) and fluoroscopy films or x-rays would be helpful. The css also discussed that these strips would be most helpful while still on the pump prior to transfer to the competitor's pump. The iab was inserted via a sheath in the patient's femoral artery. The patient outcome is listed as patient transferred, stable at time of transfer. On (B)(4) 2015, the css attempted to reach out to the cath lab manager however, no additional information was received.